Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a heart rate in the 30's; loss of capture (loc) was noted. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead insulation was noted to have been cut 18 centimeters from the is-1 terminal pin. This damage appeared to be the result of cutting action with a sharp item. The clinical observation was not able to be confirmed.